Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported problems with the insulin pump. The customer states that the motor error alarm caused her to have low blood glucose. Customer's blood glucose is 98 mg/dl. Customer's son called the paramedics. Customer was also involved in an accident due to low blood glucose. The insulin pump will be replaced. Nothing further reported.